Event description:
It was reported that during the procedure for treatment of the heavily calcified, mildly tortuous, proximal circumflex artery, a 3.5x18 rx xience v stent delivery system (sds) was advanced via radial access but could not cross the lesion after several attempts. The sds was withdrawn from the anatomy and the distal stent struts were observed to be fractured (not separated) and flared. The procedure was completed using another unspecified stent system. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.